Event description:
It was reported that they charge the patient every other day to every two days. Sometimes it takes over two and a half hours to recharge. The coupling boxes don't always fill in. They don't let the battery level of the ins go all the way down because it takes so long to recharge. The issue started over the last year to year and half. The neurologist looked at it. Requested to send a new recharge antenna so they can charge right away. Sent message to repair to replace the recharge antenna. Also requested to start the process of ordering the new wireless recharger. Additional info received from patient that the replacement device did not resolve the ins charging issues and patient will coordinate with the neurologist.

Manufacturer narrative:
Continuation of d10: product ID 37791 lot# serial# unknown, product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient stating the same issues that it took a long time to charge the patient even when they received the replacement antenna so they were expecting the wireless recharger as the process had begun in may 2025 but they hadn't heard or received anything yet. Patient services sent an email to rep to inquire about status as the wireless recharger and drape were sent by customer service on (B)(6) 2021 to the rep. Advised patient's rep that someone would contact them regarding the issue shortly.